Manufacturer narrative:
Visual evaluation revealed that the loop was broken. The directions for use (dfu) for this device state that it is available "for removal and/or cauterization of diminutive polyps, sessile polyps, pedunculated polyps and tissue from within the gastrointestinal tract." Due to the device condition and the available information, it is most probable that the reported failure was due to an act, or omission of an act that, resulted in a different medical device response than intended by the manufacturer or expected by the user. Therefore, the most probable root cause of this event is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the esophagus to remove a peg tube during a peg tube placement procedure performed on (B)(6) 2015. According to the complainant, while passing the snare to remove the old button of a peg tube from the stomach through the esophagus, the snare loop broke. Forceps were used to pull the peg tube and the snare out of the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: per the directions for use, ¿the single-use polypectomy snares are indicated for use endoscopically for the removal and or cauterization of diminutive polyps, sessile polyps, pedunculated polyps and tissue from within the gastrointestinal tract.¿

Manufacturer narrative:
Reported event of wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the esophagus to remove a peg tube during a peg tube placement procedure performed on (B)(6) 2015. According to the complainant, while passing the snare to remove the old button of a peg tube from the stomach through the esophagus, the snare loop broke. Forceps were used to pull the peg tube and the snare out of the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: per the directions for use, "the single-use polypectomy snares are indicated for use endoscopically for the removal and or cauterization of diminutive polyps, sessile polyps, pedunculated polyps and tissue from within the gastrointestinal tract."